Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During trouble shooting, the reporter indicated that the biomedical team cleaned the clv-190¿s output sockets and was still getting intermittent error. It was noted that the error occurred with two different scopes. The reporter was recommended that the scope be connected when the system is powered off and to investigate what user was doing when the errors came up to determine the root cause. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during an unknown procedure, intermittent e216 and b30 "scope communication err" errors were noted with the evis exera iii xenon light source. Subsequently, the customer was able to power cycle the unit and was able to recover and continue. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified. However, it's likely the cause is related to a communication failure between the camera head and processor/contacts at the connector. Olympus will continue to monitor field performance for this device.